Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-00608 & 02951 / 02955).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, date implanted, manufacture date.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. It was further reported patient underwent revision procedures on july 30, 1985, april 13, 1987, november 28, 1988, december 3, 1990, march 31, 1993, march 25, 1997 for unknown reasons. Subsequently, patient was revised on the left side on (B)(6) 2005 due to polyethylene synovitis.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2005 due to polyethylene synovitis.